Manufacturer narrative:
The referenced uhi-3 was not returned to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the uhi-3. The uhi-3 was returned to the repair center of olympus keymed (okm). Okm evaluated the uhi-3 and found that the regulator valve inside of the uhi-3 was deteriorated and damaged. The referenced uhi-3 was repaired and passed all tests. Okm discarded the broken regulator valve, therefore olympus could not evaluate any further. The exact cause of this phenomenon cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the deterioration for long-term use. Omsc checked the manufacture history of the uhi-3, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified procedure, the uhi-3 lost pressure and stopped working. The facility changed the uhi-3 to the other unspecified similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.